Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, peep(B)(6) end expiratory pressure)valve was broken and cause the air leak. There was no reported patient involvement or injury.

Manufacturer narrative:
The peep (positive end expiratory pressure) valve was reinstalled to fix the reported issue.